Event description:
Procedure type: according to the reporter: while removing the device after firing, it was impossible to remove the anvil. The tissue seemed to be stuck in the device. The device had to be removed with progressive press. There was a little tear at the anastomosis site and suture stitches were needed. There was a risk of leakage.

Manufacturer narrative:
(B)(4).